Manufacturer narrative:
Findings: broken reservoir tube lip and battery tube threads noted. Cracked lcd window, cracked case at lcd window corners, scratches on reservoir tube window and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer has physical damage in the reservoir compartment of their insulin pump. The patient's blood glucose level was 9.6 mmol/l at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.